Manufacturer narrative:
(B)(4). Approximate age of device ¿ 81 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a clinic appointment on (B)(6) 2017, and inr was therapeutic. Vad parameters were stable. That evening the patient had a headache and forgot where the bathroom was. The patient presented to the emergency department with fixed, dilated pupils. Head CT scan revealed hemorrhage and midline shift. Patient was brought to the operating room. Burr holes were placed to reduce cerebral swelling and evacuate blood. The patient was made do-not-resuscitate (dnr) by family. On (B)(6) 2017, 3 days post craniotomy, the patient had no improvement in neurological function due to the cerebral hemorrhage. The family decided to withdraw care due to poor prognosis. The pump was not explanted. An autopsy was not performed. No products would be returned.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported stroke could not be conclusively determined through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.